Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. No excessive no delivery alarms and no prime/fill anomaly noted. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 200 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to replace plunger and manually push plunger and verify the insulin exit the tubing. The customer stated the insulin did exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer was advised 3.4 and no delivery alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.